Manufacturer narrative:
Please see MFR #'s 3012307300-2018-01874 and 3012307300-2018-01875 for related device incidents.

Event description:
It was reported that a replacement ambulatory infusion pump exhibited a "no disposable, clamp tubing" alarm a few hours after the same alarm happened with the patient's primary pump. Patient was receiving chemotherapy at the clinic when the alarm occurred and the rest of the chemo drugs had to be purged to the patient using a third pump. The clinic's biomedical engineer tested both pumps and found them to be fine and suspected that the cassette may have been defective. No patient or clinical injury was associated with this incident.